Manufacturer narrative:
Since the actual sample was not available and the lot number is unknown, we do not have enough data to confirm the issue with the product and perform proper investigation. The incorrect reading of temperature could be caused by connection issues between our catheter and the monitor.

Event description:
According to the reporter, the temperature sensor was defective. The patient has had fever for many days at 38-39 celsius. Antibiotic was changed, and blood culture was taken. Patient's fever has been tried to get down without success. The patient has said they don't feel feverish the day before, so temperature was checked with ear thermometer and it was lower than what the device showed. The temperature was check on different date it showed 2 degrees more fever than when taken with armpit and from ear. There was no patient injury.